Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect and clean the pump and follow on-screen instructions, which led to successfully loading the cartridge and resuming insulin use. No cartridge replacements were necessary, and the customer acknowledged the guidance to monitor the system performance.